Event description:
Boston scientific received information that this right atrial (ra) lead had impedance measurements greater than 2500 ohms. Fluoroscopy revealed that this lead had fractured. A revision procedure was performed and this lead was surgically abandoned. A new ra lead was implanted and measurements were acceptable. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.